Event description:
The surgeon utilized an anastomosis device called passport. When it was time to deploy the vein, the tip/end of the device did not deploy and did not release the vein. The malfunctioning device had to be disassembled to take out the vein from the device. A new passport device was then obtained and utilized. The labelling indicated identified: endoscopic vein harvest, coronary artery bypass grafting. Open heart anastamosis device. Item information: manufacturer: cardica; description: pas port proximal anastomosis system, reference number (B)(4), lot number: 151022f exp 07/2017.